Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal. The pump was tested and it was found to be functioning properly and delivering within specifications. The lower tolerance range, the customer's reported issue, was caused by the expulser starting to wear. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and the expulser.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the delivery rate of the pump was too low. There was unknown patient involvement, and unknown signs or symptoms experienced.